Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's fiance' reported hospitalization due to low blood glucose. The blood glucose reading at the time of the event was 69 mg/dl. Customer is pregnant and has extreme morning sickness. Hospital treated with saline drip, insulin drip and sugar drip. Customer was also given orange juice to bring up blood glucose levels. Nothing further reported.